Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-oct-2009, (B)(4). Occupation: non-healthcare. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient stated their back has been bothering them the last few days and when patient pushes on a certain spot they feel a "zap." Patient thinks they might have a short in the wire. The reported issue was related to positional movements. Patient confirmed there were no falls or trauma related to the issue. Patient stated that they moved their leg a certain way today while driving and felt like a ¿super shock¿. Which made them grip really hard on the steering wheel. Patient services reviewed the patient could try turning the device off or switching programs to see if that changed anything and reviewed the consideration of turning stim off while driving. No further complications were reported or are anticipated.